Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 3252. H6: investigation conclusions codes were added: 4307. One imp,tsv,4.1,13,mtx,mg (tsvt4b13) was returned for investigation. Visual evaluation of the as returned product identified the implant has signs of use, damage from the removal process likely. The implant fractured at the collar region. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review for the lot (62795859) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62795859) for similar events and no other complaint was identified. Functional testing could not be performed since the product was fractured. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are parafunctional habits of the patient or excessive external lateral forces due to accident or injury or possible misuse by clinician. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Unique device identifier (UDI) not applicable. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth location #29 was placed in an ideal angulation and position, however the patient returned complaining that the crown/prosthesis was loose. The buccal aspect of the implant platform was noted to be fractured, and the implant was removed. The area was grafted, and a new implant (non-zimmer) was placed. Symptoms as a result of the event: loss of integration, pain, inflammation.